Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported events of mechanical issues and pump collapse were unable to be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the pump did not reveal any visual damages. The component also passed all functional tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced pump block and collapse with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing pump was removed and a new component was implanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced pump block and collapse with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing pump was removed and a new component was implanted. There were no patient complications.